Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to reposition the right ventricular (rv) lead due to suboptimal lead positioning, it was noted that the helix would not extend even after 30 rotations. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.